Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the non-calcified, mildly tortuous, 100% stenosed, de novo proximal left anterior descending (lad) artery after pre-dilatation with a 2.0 x 15 mm semi-compliant unspecified balloon dilatation catheter at 9 atmosphere (atm) the 2.75 x 23 mm xience xpedition stent delivery system (sds) was advanced but failed to cross the lesion after multiple attempts due to the anatomy. It was noted that the proximal shaft outside the anatomy separated and the device was removed without reported incident. A non-abbott device was used to successfully complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.